Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a low glucose alert from the ilet at 70 mg/dl and asked whether to pause the pump; the agent provided troubleshooting and education on pump behavior during low glucose, and the user consumed milk, after which glucose rose to 105 mg/dl and remained level. Symptoms included feeling okay without neurologic or other reported effects. Outcomes included no loss of self-care ability, no outside assistance, and no medical intervention or hospitalization. Investigation included user interview and troubleshooting with education regarding pump functionalities for low glucose. Investigation of this case revealed a transient hypoglycemic event with device low-glucose alert functioning as designed, with no device malfunction identified and no component issue observed, and a cause that remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unconfirmed and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.